Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient reported they had been doing the same thing they always had done, but for three weeks now, they had been unable to recharge their ins. They were having difficulty recharging their implant. When asked if they had the equipment and if they had time to troubleshoot, the patient said no. It was recommended they call back when they had some time to troubleshoot. An email was offered and sent to the manufacturer representative in their area in case they could assist. It was reviewed how to reset their gear, and that the patient could try to go to their doctor's office to resolve the recharging issue. The issue was not resolved through troubleshooting. The caller was redirected to call back/work with the representative, or go to the doctor. There were no patient symptoms nor further complications reported at this time.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.